Event description:
It was reported that the device was at end of life. The device tripped recommended replacement time just a few days after the software download. Possible premature battery depletion is suspected. The device will be explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.